Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a problems with the buttons on the insulin pump. Customer was not able to set a bolus. Customer's blood glucose was 180 mg/dl. The pump was not dropped or bumped. The pump was not exposed to moisture but the pump was put on the fridge. Customer was advised not to do that and that the pump will need to be replaced. Customer's mother confirmed that the customer had a back-up plan.